Event description:
Pt undergoing tah/bso. While using harmonic scalpel. Noise made by instrument. Instrument checked and used again by surgeon. One shear tip broke off and embedded in tissue in pelvis. Shear tip retrieved by surgeon. No injury to pt. No warning/error noted by harmonic generator.